Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container leaked after spiking with an unspecified intravenous set. This was observed during preparation. The issue was further described as "it did not attach properly and caused the medication to leak and spill on the floor". There was no leak observed prior to spiking. The bag contained fentanyl pf 10 mcg/ml in 100 ml normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed and a missing membrane tube was identified. The membrane port tube separating from the bag would result in a leak if the bag was filled. A pressure test was performed on the sample and no leak was observed from the rest of the bag components. The reported condition was verified. The cause of the separated tubing was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.